Manufacturer narrative:
(B)(4). The returned provisional exhibited signs of repeated use (nicked/gouged) and the post had fractured off. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device fractured. No more information is available.